Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the dlog does not show any indications of any issues during the procedure that would have contributed to the patient death. Signals from the dlog showed no unusual alarms or abnormal procedure behavior. There were two ¿aim system detected rbc interface near top of channel¿ alarms during the procedure which indicate the rbc level was higher than expected. This can potentially happen if more plasma is removed than expected or if the fluid balance causes the hct to increase or if it is related to the patient disease state. There were no signs in the dlog that would indicate any reason for the hct to increase. No signs of an occlusion or any issues during the run. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) on a sepctra optia device the plasma volume exchange increased to 1.2 rather than the approximate 1.0 plasma volume exchange. The nurse consulted with the physician who stated that it was ok to continue to procedure and no changes were needed. The patient was tolerating the procedure well, and the rate increased form incrementally to 120 ml/min within approximately 40 minutes from the start of the procedure. The doctor and transfusion team saw the patient and noticed the plasma was hazy and dark yellow in color and the patient¿s heart rate steadily increased to 155, but the patient reported no symptoms related to elevated heart rate but did report having nausea approximately 20 minutes remaining in the procedure. The doctor prescribed zofran and decreased the flow rate to 100 ml/min. The nurse performed rinseback and completed the procedure. The patient was discharged in hospital bed to his in patient hospital unit, but continued to experience nausea and stated only minimal relief after being treated with zofran. The nurse contacted the physician and discussed interventions to treat the nausea. It was noted at the end of the procedure, when the end values were recorded the ¿inlet processed¿ amount was significantly higher than what was processed the previous exchanges, approximately 5,600 ml¿s more than what the device initially calculated. The plasma volume exchanged increased from 1.2 to 1.4. Upon follow up with the customer the patient continued to have nausea and vomiting for approximately two days post procedure and was stated that the patient died. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) on a sepctra optia device the plasma volume exchange increased to 1.2 rather than the approximate 1.0 plasma volume exchange. The nurse consulted with the physician who stated that it was ok to continue to procedure and no changes were needed. The patient was tolerating the procedure well, and the rate increased form incrementally to 120 ml/min within approximately 40 minutes from the start of the procedure. The doctor and transfusion team swathe patient and noticed the plasma was hazy and dark yellow in color and the patient¿s heart rate steadily increased to 155, but the patient reported no symptoms related to elevated heart rate but did report having nausea approximately 20 minutes remaining in the procedure. The doctor prescribed zofran and decreased the flow rate to 100 ml/min. The nurse performed rinseback and completed the procedure. The patient was discharged in hospital bed to his in patient hospital unit, but continued to experience nausea and stated only minimal relief after being treated with zofran. The nurse contacted the physician and discussed interventions to treat the nausea. It was noted at the end of the procedure, when the end values were recorded the "inlet processed" amount was significantly higher than what was processed the previous exchanges, approximately 5,600 ml's more than what the device initially calculated. The plasma volume exchanged increased from 1.2 to 1.4. Upon follow up with the customer the patient continued to have nausea and vomiting for approximately two days post procedure and was stated that the patient died. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, medications and treatments administered prior, during or following the procedure were calcium carbonate 500 mg vitamin d 200 units per tablet, and prednisone 30 mg po the run data file (rdf) was analyzed for this event. Review of the dlog does not show any indications of any issues during the procedure that would have contributed to the patient death. Signals from the dlog showed no unusual alarms or abnormal procedure behavior. There were two ¿aim system detected rbc interface near top of channel¿ alarms during the procedure which indicate the rbc level was higher than expected. This can potentially happen if more plasma is removed than expected or if the fluid balance causes the hct to increase or if it is related to the patient disease state. There were no signs in the dlog that would indicate any reason for the hct to increase. No signs of an occlusion or any issues during the run. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A terumo bct service technician checked out the machine at the customer site. A check out was successfully completed. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) on a sepctra optia device the plasma volume exchange increased to 1.2 rather than the approximate 1.0 plasma volume exchange. The nurse consulted with the physician who stated that it was ok to continue to procedure and no changes were needed. The patient was tolerating the procedure well, and the rate increased form incrementally to 120 ml/min within approximately 40 minutes from the start of the procedure. The doctor and transfusion team swathe patient and noticed the plasma was hazy and dark yellow in color and the patient¿s heart rate steadily increased to 155, but the patient reported no symptoms related to elevated heart rate but did report having nausea approximately 20 minutes remaining in the procedure. The doctor prescribed zofran and decreased the flow rate to 100 ml/min. The nurse performed rinseback and completed the procedure. The patient was discharged in hospital bed to his in patient hospital unit, but continued to experience nausea and stated only minimal relief after being treated with zofran. The nurse contacted the physician and discussed interventions to treat the nausea. It was noted at the end of the procedure, when the end values were recorded the ¿inlet processed¿ amount was significantly higher than what was processed the previous exchanges, approximately 5,600 ml¿s more than what the device initially calculated. The plasma volume exchanged increased from 1.2 to 1.4. Upon follow up with the customer the patient continued to have nausea and vomiting for approximately two days post procedure and was stated that the patient died. After follow-up with the customer, the autopsy results are not available at this time. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed for additional information in b.6, d.4, e.3, h.6 and h.11. Investigation: per the customer, medications and treatments administered prior, during or following the procedure were calcium carbonate 500 mg vitamin d 200 units per tablet, and prednisone 30 mg po the run data file (rdf) was analyzed for this event. Review of the dlog does not show any indications of any issues during the procedure that would have contributed to the patient death. Signals from the dlog showed no unusual alarms or abnormal procedure behavior. There were two ¿aim system detected rbc interface near top of channel¿ alarms during the procedure which indicate the rbc level was higher than expected. This can potentially happen if more plasma is removed than expected or if the fluid balance causes the hct to increase or if it is related to the patient disease state. There were no signs in the dlog that would indicate any reason for the hct to increase. No signs of an occlusion or any issues during the run. The signals in the dlog did confirm that once the initial interface was setup, the system transitioned in and out of algorithm control mode numerous times throughout the procedure due to turbulent flow being detected. Common reasons why the system operates in algorithm control mode include a high inlet pump flow rate, a low packing factor, platelet swirling, and certain patient conditions such as hyper-viscosity or mild lipemia. The options for troubleshooting turbulent flow include maintaining an inlet flow rate below 62 ml/min so that a maximum packing factor of 20 is achieved, or to do nothing. In this case, the inlet flow rate was between 100-120 ml/min. The system is still performing the exchange when operating in algorithm control mode, it just may result in reduced plasma removal efficiency and an increase in procedure time and processed blood volume/plasma volumes exchanged. Given this information, there were no signals in the dlog that would indicate the machine did not operate as intended. The system was operating within the safety limits programmed in the machine. The device was found to be operating as intended, and within the generally tolerated limits for the majority of patients. There was no system or device malfunction identified that would indicate an issue with the optia system. The optia system appeared to be operating as intended. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A terumo bct service technician checked out the machine at the customer site. A check out was successfully completed. A disposable complaint history search was performed for this lot and found no other report similar occurrences worldwide. Based on terumo bct internal medical review conclusion, the spectra optia device and tubing set performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors that contributed to or caused the signs/symptoms experienced by the patient in this report. Root cause: a root cause assessment was performed for this complaint. The signals in the dlog did confirm that once the initial interface was setup, the system transitioned in and out of algorithm control mode numerous times throughout the procedure due to turbulent flow being detected. In this case, the inlet flow rate was set between 100-120 ml/min. Operating in algorithm control mode resulted in an increase in the procedure time and total blood volume processed and plasma volumes exchanged. Based on the available information and the information provided by the customer, a definitive root cause for the increased post hematocrit and the patient death could not be determined. Possible causes include but are not limited to: the patient's underlying disease state * an undisclosed medical condition.